Event description:
It was reported that during cataract surgery, the doctor (dr.) Had to remove the preloaded intraocular lens (iol) right after the injection. He proceeded to implant a 3-piece monofocal lens. After the surgery, the dr. Noted that he saw a rupture in the anterior capsule only after he injected the iol. The patient moved a little when he did the main incision and the knife came into contact with the anterior capsule but he did not see any damage at that moment. The pressure applied by the iol on the already damaged capsule must have exposed the rupture. The incision was noted to have been enlarged. There was a 15 minute delay to the procedure. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number:(B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the complaint product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.